Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported pdm failure, hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that on (B)(6) 2021, a patient had been hospitalized with diabetic ketoacidosis (dka)and gastro paresis. The patient had blood work done, a cat scan and was put on a liquid diet while there. The patient was prescribed senekot and was directed to take 50 mg tab 1xper day.